Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) used sample and one (1) unused sample were received for evaluation. Both devices were filled and functionally tested, and the flow rate of both devices was within specification. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned devices met requirements according to specification, and the reported failure could not be reproduced. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: infusion started on (B)(6) 2019 at 13:55 and completed on (B)(6) 2019 at 18:00.